Event description:
The customer reported that the system would intermittently display a blank screen on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative retrieved the error log files and replaced the system interface board. The system was tested and found to be working as intended and put back in service.